Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 200 units of insulin, and remained static at 115 units of insulin. The customer's blood glucose level was 98 mg/dl. It was confirmed that tandem technical support would follow up with the customer to confirm whether the customer was able to obtain an accurate fill estimate. Follow-up call with the customer on (B)(6) 2016 confirmed that the customer received an accurate fill estimate and that the pump was working as intended.